Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that there was a leak in the fill manifold. The fse replaced the fill manifold (0104-00-0023) which resolved the issue. The following investigation was performed by the maquet failure analysis and testing dept. (Fat)(B)(6): the failure analysis and testing dept. Received part number 0104-00-0023 with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition the fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Part failed the leak test. Fat was able to verify the reported failure. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure .

Event description:
It was reported that during the periodic inspection performed by the getinge fse, the cs300 intra-aortic balloon pump (iabp) failed the leak test of the safety disk. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.